Manufacturer narrative:
H6: investigation summary: bd received 10 samples and 5 photos for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for embedded foreign matter in the shield, embedded foreign matter in the tube and foreign matter in the gel of the tube with the incident lot was observed. Embedded foreign matter is indicative of resin colorant and/or resin adhering to the interior of the mold core and breaking free during production. This would typically be seen during the start of a run, or if the mold had to be stopped for maintenance and then restarted. Additionally, several projects are in place that will help reduce the potential of introducing foreign matter into tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: foreign matter in gel x4; dirty cap x 1; spot in tube x2.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: foreign matter in gel x4, dirty cap x 1, spot in tube x2.